Event description:
It was reported that the connection port tubing was broken. During a persistent atrial fibrillation procedure with a intellanav mifi open-irrigated ablation catheter connection port tubing was broken. No error messages were displayed. The procedure was completed with another of the intellanav mifi open-irrigated catheter. No patient complications were reported.

Manufacturer narrative:
Visual inspection of the device showed luer fitting was missing and was not received with the device. The adhesive and irrigation tubing were torn open at the proximal side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid was also found on the handle, main shaft and distal end as well as inside several irrigation ports. A functional inspection of the device showed that there was no abnormal resistance when actuating the mechanism. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
It was reported that the connection port tubing was broken. During a persistent atrial fibrillation procedure with a intellanav mifi open-irrigated ablation catheter connection port tubing was broken. No error messages were displayed. The procedure was completed with another of the intellanav mifi open-irrigated catheter. No patient complications were reported.